Event description:
The manufacturer received information alleging visualization of particles in the air path. The patient alleges congestive heart failure. Patient alleges they woke up and pulled off their mask and could not breath. An ambulance took them to hospital and there they were told it was congestive heart failure. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.